Event description:
Revision surgery- according to the surgeon, the pt suffered from a post operative dislocation. As a result, the pt had instability; the surgeon replaced the humeral shell, insert, and head.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after two months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was kept by the hospital as a surgical specimen. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 61st complaint for this part number: 31 due to dislocation, eight trauma, six due to infection, four due to dissociation, three for pain, two instability, one subluxation, one hematoma, one poor bone quality, one loose joint, one impingement, and one implant was dropped. This is the first complaint for this lot number. The root cause for the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability such as; loose joint from inadequate soft tissue, implant selection, or patient activity.